Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿broke during the firing, leaving the stomach clutched to the device. The situation was resolved in the best way to force the remaining shots¿? Did the firing knob break off of the device? Yes. Did any piece or pieces of the firing knob fall into the patient? Yes. If yes, were they retrieved? Yes. Did the device begin to staple and cut, but then jammed (partial fire)? Yes. If yes, were the staple line and cut line equal in length? Yes. Or, was the device difficult to fire but was fired the full length? No. How was the device removed from the tissue? By hand. It was reported that the surgery was delayed ¿more than 30 minutes¿. Yes. How much time was added to the procedure (minutes)? 40-45 minutes. Was there any patient consequence as a result of the procedure being prolonged? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? ¿muco more attention in pos-op.¿ attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿muco more attention in pos-op¿? Was the hospital stay extended due to the issues experienced with the device? What color setting was the device on for the firing? Which firing of the device did the issue occur? Can further information be provided about what was meant by, ¿the situation was resolved in the best way to force the remaining shots¿? Were any staple formation issues identified intra-operatively? What was the surgical procedure being performed? What is the current patient status?

Event description:
It was reported that during a gastric procedure, by sliding the latch to slide the blade and staple the stomach tissue, the device broke during the firing, leaving the stomach clutched to the device. The situation was resolved in the best way to force the remaining shots. The surgery delayed by more than 30 minutes, and it was necessary to open another device to complete the procedure.

Manufacturer narrative:
(B)(4). Photo evaluation summary: one pdf with six pictures were received. Picture one shows a device with a reload loaded and the firing knob missing. The firing setting can be seen in the blue position. Second picture shows the two halves of a device with the firing knob and slip block assembly broken and detached and with a reload loaded with several drivers up. The firing setting can be seen in the blue position. The picture three shows the proximal end of a device with the firing knob missing. Picture four shows two devices. The device from the left can be seen with the firing knob detached and with a reload loaded. Several drivers can be seen up. The device from the right appears to be with no apparent damaged and with a reload loaded. Picture five shows a packaging box of a ntlc75 device. Picture six shows a packaging label. The lot number r40v0e and expiration date 2023-07-31 can be seen. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿muco more attention in pos-op¿? More attention. More vigilance for precaution. Was the hospital stay extended due to the issues experienced with the device? No. What color setting was the device on for the firing? N/a. Which firing of the device did the issue occur? Stapling. Can further information be provided about what was meant by, ¿the situation was resolved in the best way to force the remaining shots¿? N/a. Were any staple formation issues identified intra-operatively? No. What was the surgical procedure being performed? (B)(6). What is the current patient status? N/a.